Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and self test. Pump was monitored and tested with no failed batt test noted. Pump error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variable info=03). (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure when initiate self-test. The customer's blood glucose value was 109 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The customer asked to perform self test and hardware low level failure again occurred. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.